Event description:
It was reported that the user¿s ilet pump delivered only 65% of a meal announcement without an occlusion or dosing-stopped alert, with a blood glucose of 181 mg/dl. The user was guided to disconnect from the body, fill the tubing until drops were visible, and refrain from re-announcing the meal while allowing correction doses to compensate. The user was also advised to perform a site-only change if a partial meal announcement recurs. Customer care provided support that included phone-based troubleshooting and user education focused on infusion set function, tubing fill, and management of partial meal delivery. Investigation of this case revealed an unclear cause with no evidence of occlusion or mechanical alarm, and the device functioned sufficiently to deliver corrections after tubing fill. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.